Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was buried deeper. The patient was reportedly doing well.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action to be taken at this time.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an ipg revision procedure.